Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced pain at the infusion site and could feel the steel cannula when lying down, with a blood glucose reading of 249 mg/dl and no pump alerts or observed leakage; a guided site change was performed, and the removed steel cannula was straight. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.